Event description:
The customer reported that she was in the hospital due to high blood glucose levels, gastroparesis and hypertension. The customer was vomiting as well. The customer also stated that she wore the sensor during an MRI scan, but wasn't sure if she was wearing the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01435.